Event description:
About two weeks prior to 12/26/05, I started to feel like I needed to blink my eyes more than usual. It felt like maybe something could've been on my contact- it was more on the right eye -or it may have been torn somehow, but I just replaced them days prior. They started to get a dry feeling so I used opti- free and re nu when I would clean them or just needed a moisten. With the holidays coming real soon, I pushed off seeing the dr. While driving to do some last minute shopping, my eyes started hurting and watering so bad from the sensitivity to the sun, that I had to pull over. I pushed my way through christmas and went to the emergency room on the 26th.